Event description:
It was reported that in 01/2002, revision surgery was performed on this patient. The patient was reportedly having a problem with headpiece retention. The skin flap was thinned during surgery.